Manufacturer narrative:
A ge service representative performed an on site investigation and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the unit displayed a corrupted software error message. No patient injury was reported.